Manufacturer narrative:
The reported event was confirmed cause unknown. Received (8) photo samples. Visual evaluation of the returned eight-photo sample noted two opened (without original packaging), used silicone foleys. Visual inspection of the first photo sample of the first catheter noted the ziplock bag with the record number. The second photo of the first catheter shows the overview of two foley catheters along with one syringe. The third photo of the first catheter shows the overview of the catheter. The fourth photo of the first catheter shows a closeup view of the tip of the catheter. The first photo of the second catheter shows the inflation valve/cap with product information. The seconds photo of the second catheter shows the overview of the catheter. The third photo of the second catheter shows a closeup view of the tip of the catheter which shows the balloon has ruptured. The fourth photo of the second catheter shows the inflation valve/cap with product information. The reported failure is confirmed cause unknown. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Initial reporter complete facility name: (B)(6). Corrections made to tab(s) d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after foley catheter placement during surgery, the catheter was removed spontaneously.

Event description:
It was reported that after foley catheter placement during surgery, the catheter was removed spontaneously.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.